Event description:
It was reported patient stopped charging the ipg due to damaged charger. Ipg became inoperable as a result. Patient underwent surgical intervention on (B)(6) 2025 during which the ipg was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient stopped charging the ipg due to charger being damaged. Surgical intervention may be taken at a later date to address the issue.